Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2014 (hyst. (Partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per pfs: removal was done on (B)(6) 2014 via hyst. (Partial) but in pfs it was mentioned that: if no removal planned, select reason(s): bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic pain, menorrhagia (heavy menstrual bleeding), hair loss. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.